Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose readings around 218 mg/dl after a meal and following a recent infusion set and supply change, with subsequent persistent readings just above 200 mg/dl that later returned to range after another supply change and site replacement due to adhesive not sticking. Symptoms included tiredness consistent with elevated blood glucose. Outcomes included monitoring by the nurse and return of blood glucose to target without escalation of care. Investigation included troubleshooting and user education regarding postprandial elevations and partial bolus algorithm, review of infusion set and adhesive performance, and assessment of site factors such as hair interfering with adhesion. Investigation of this case revealed no device malfunction was identified, and a probable site adhesion issue with the infusion set adhesive was observed, which could contribute to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to cause unclear hyperglycemia with contributing factors including possible infusion site adhesion failure.